Event description:
It was reported that the customer received a compromised force sensor system alarm on the insulin pump. The customer's blood glucose was 100 mg/dl. Troubleshooting was done. The customer stated that he received the alarm while changing the infusion set. Advised customer to disconnect from the insulin pump and to treat per healthcare provider's instructions. Advised that the insulin pump needed to be replaced. Advised a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to protruded/loose drive support disk. The insulin pump was unable to verify prime alarm due to motor error alarm. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.